Event description:
Acute arthritis in left knee (pyogenic) [arthritis bacterial]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml. The synvisc lot number was not provided. On (B)(6) 2012, the pt developed arthritis, the action taken with synvisc treatment was not provided. The event of arthritis had not yet recovered. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. Additional info was received on (B)(6) 2012, from the physician regarding a (B)(6) female pt with (B)(6) with gonarthrosis of left knee with kellgren and lawrence grade ii. The case was upgraded from non-serious to serious. On (B)(6) 2012, the pt received first synvisc injection. The pt had no fluid retention in left knee prior to injection. On (B)(6) 2012, the pt received second synvisc injection and had no fluid retention prior to injection. On (B)(6) 2012, after sterilizing with chlorhexidine gluconate for more than 30 minutes, she received third synvisc injection into supra patellar of left knee. It was reported that prior to injection, the pt had no complications including infection, general infectious symptoms, skin disease around the injection site, intra-articular infection, intra-articular inflammatory symptoms nor fluid retention in left knee. On (B)(6) 2012, the pt developed acute arthritis in left knee (pyogenic). The reporting physician assessed the hot feeling and swelling as possible symptoms of acute arthritis in left knee (pyogenic). On (B)(6) 2012, the pt experienced hot feeling and swelling in left knee. On (B)(6) 2012, arthrocentesis was done and 40 ml of yellow and mildly opacified fluid was aspirated. The pt's white blood cell (wbc) count was 19040/mm3. On (B)(6) 2012, wbc count was 9200/mm3. The same day, c-reactive protein count as 4.23 mg/dl. The synovial fluid culture was negative and no crystals were there, while arthroscopy was positive. The outcome for the event of acute arthritis in left knee (pyogenic) was unk. The intensity for the event of acute arthritis in left knee (pyogenic) was severe. The reporting physician assessed the relationship between synvisc and event of acute arthritis in left knee (pyogenic) as probable.

Manufacturer narrative:
The qa (quality assurance) investigation results was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship is not affected by this report.